Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4)-incomplete. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's expressew iii needle was jammed in the customer's expressew iii without hook. The case was completed with other like-devices with no patient harm or delay. The sales rep could not provide a lot number for the expressew iii needle. The sales rep was not present for the case and could not provide any additional information. The device is being returned for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Correction: manufacturer name, city and state, MFR site, report source: the manufacturer contact name has been updated as (B)(6). Contact phone number and email address have been updated accordingly. Additional information: investigation summary: the device was received and visually inspected. A portion of the needle was jammed in the needle tray which precludes testing the device functionally. Possible root cause for the needle to jam in the gun could not be determined. Furthermore, no lot numbers were supplied which precludes conducting a device history record review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received and visually inspected. Visual inspection of the expressew iii gun needle tray revealed that a portion of the needle was jammed in the needle tray which precludes testing the device functionally. The broken needle was not protruding out from neither the jaw nor the needle tray. Possible root cause for the needle to jam in the gun could be due to the misaligned jaws which would cause the needle to get stuck, however a specific root cause could not be determined. Furthermore, no lot numbers were supplied which precludes conducting a device history record review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4). The lot number is not currently available. Associated medwatch report number: 1221934-2018-55125.

Event description:
Additional information received on 15november2018: it was confirmed that the complaint was against the expresssew device and not the actual expresssew needles so only the device was returned, not the extra unused needles.